Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts number for a replacement gas delivery system (gds); however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak co2 rebreathing risk" error code. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "low leak co2 rebreathing risk" error code, it was reported that the device was attached to a test lung. Troubleshooting was performed, and the customer's test setup was checked. The rse advised the customer to replace the flow sensor assembly per the manufacturer's recommendations. The customer was provided with the part number for a replacement gas delivery system.